Event description:
Pt with hx of heart block had stent put in 2004. Pt developed rash. Pt is not doing well and easily get tired. Md denies any problem with the stent and cannot get him to talk about it. Dermatologist is about to give up because cardiologist is not cooperating. Pt has no hx of bp but now bp is 200/110. Pt also have chest pain.

Event description:
Add'l info rec'd from reporter 12/27/05: within one week reporter developed a major skin rash which is still active and expanding over 15 months later. Reporter has been to many doctors trying to track down this problem. More money has been spent after the operation then the cost of installing this device. The department of dermatology has been trying for the past 4 months to get samples of the stent materials from bostom scientific to test reporter to see if they have a reaction to these materials. They have made over 25 phone calls and have been avoided and then assured they would provide needed materials but it never happened. Theycannot get what is needed to test reporter. Reporter has called boston scientific to inquire what was going on regarding this matter and inform them of the problem, to then be told 4 days later this was going to be handled by their legal dept. Reporter told them they are not suing just trying to find out if the stent was causing the event, they will not talk to reporter ot their doctors. Reporter's concerns starting from literature I received in the hospital from boston scientific. They produced a booklet telling all about the product, about 25% of this booklet tells what adverse reactions could happen if you are allergic to either the metals in the stent and/or the sibs polymer or the paclitaxel drug. Claiming a person should know before installing this device if they will be able to accept it in there bodies. When reporter quotes this booklet to the company, they then say the only reason this warning info is in the booklet is because its required by the FDA. Reporter conclusion would be if you cannot test the product before or after, it should not be sold to the public. The only place reporter can get the materials for testing are from the MFR, reporter did complain earlier to the FDA and does not know if the FDA contacted the company, but for some reason reporter has not cooperation on any front to get this testing done. Reporter has tried to have doctors get what is needed and they have had no success and don't know what to do next. Reporter's biggest problem is, reporter's has chest pains, high blood pressure-did not know this before the stent-and if further stents would be required, body cannot accept what would happen then. Reporter has been unable to work for the past year and getting worse. Nothing gets done when everything is done the required paper work way or which the doctor's direct contacts. Reporter may be the 1% or less that cannot use this problem, but they will not help to find this out. All other medications have been stopped. It's only down to the stent now.